Manufacturer narrative:
Further evaluation determined that the assignable root cause was determined to be due to manufacturing process error due to faulty/defective production. This has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the saw head was loose. It was noted that the flange nut had become loose because of which the complete vibration head has come off. It was further determined that the device failed pretest for check oscillation frequency, check saw blade coupling, and general condition. It was reported that the cause of these conditions were due to manufacturing, defective production. A CAPA has been initiated for this failure. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece device was not working properly. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.